Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had some keys were not responding. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the reported issue was confirmed by fse, however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order (wo) (B)(4), the field service engineer (fse) replaced the assy, kybd, sealed, 101 keys and tested all keys. During dchu visual inspection the assy, kybd, sealed, 101 keys was received with signs of wear from use. Hta testing was performed multiple times with success in each test. The failure could not be replicated in the dchu laboratory. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, some keys were not responding. The customer stated that the malfunction occurred when user trying to issue medication to patient. As per part investigation, it was determined that there were no faults or irregularities were observed during the evaluation process. There were no delay and adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. A field service engineer replaced the keyboard due to frequent failures, which required the system to be rebooted each time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had some keys were not responding. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no delay and adverse events or injuries reported based on this event.